Event description:
An endurant iis stent graft was intended to be implanted during the endovascular treatment of a 44mm aaa. It was reported that during the index procedure, after angiography, the main stent delivery system was prepared to enter the femoral artery. After unpacking the stent package, it was found that the delivery sheath and the tip were not tightly connected. After pushing the delivery system upward, it was found that it could not enter the femoral artery. After repeated attempts, it still could not enter. Therefore, it was replaced with a new endurant iis stent, which entered smoothly, and the operation went smoothly. No complications were found at the puncture site after the operation.

Manufacturer narrative:
Film analysis summary: the reported difficulty in positioning the device not be confirmed based on the limited pre-implant images available; therefore, the cause of the event could not be determined. Lack of complete pre-implant CT scans prevented a more comprehensive assessment of the pre-implant anatomy. Procedural angiograms showing attempts to advance the device in the access vessels were not available for a thorough evaluation of the event. There is a possibility that the reported gap between the tip and graft cover upon device deployment contributed to the event; however, this could not be confirmed due to the limited images available medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5: the previously reported sentence: "an endurant iis stent graft was intended to be implanted during the endovascular treatment of a 44mm aaa" should read " an endurant ii stent graft was intended to be implanted during the endovascular treatment of a 44mm aaa" instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary two still images were received for analysis. Both images depict the distal end of an endurant delivery system. A gap is evident between the graft cover and distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.